Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received attached to the returned adapter and was fully fired. The clamping mechanism was deformed and staple pushers were partially flush with the cartridge. Functionally, the reload was unloaded from the returned adapter without difficulty, and was then loaded into a representative instrument. The reload was cycled without hesitation or binding and the reload interlock was tested and found to function properly. It was reported that the device was difficult to unload. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition: thick tissue application. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of a laparoscopic sleeve gastrectomy, the reload was stuck on the adapter. The reload was eventually taken off of the adapter with some added force. Then utilized another used reload to test whether it would recur and it stuck. There was no patient injury. Medtronic's initial evaluation of the incident device found the clamping mechanism was deformed. Staple pushers were partially flush with the cartridge.